Manufacturer narrative:
(B)(4). Eval: result: (arterial and venous occlusion). Results and conclusions: (atrophic left kidney), (stent graft may have been implanted slightly higher than intended).

Event description:
A talent stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 31 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the stent graft may have migrated proximally occluding the renal artery. Upon review of the intra-operative angiogram, the stent graft appeared a little high, especially on the side of the right renal. After review of the angiogram, the physician believes that the stent graft was implanted to high to begin with. The pt's left renal artery was thought to have been occluded by the stent graft. The right renal had been stented recently because the stent graft was partially covering it and the pt's creatinine level is 3.5 but he was not on dialysis. The left kidney is atrophic. Film evaluation showed that at the scan on (B)(6) 2008, the right renal ostium was pinched by the edge of the graft. The left renal does not appear to be occluded by the device; bare stents struts only straddle it, but perfusion is low. Fabric twist was observed in the stent-less portion of the bifur limb, potentially leading to thrombus formation, which is lining the main body of the bifur. Device may have shifted proximally 0-3mm. The aneurysm sac has remodeled from a circular cross section to an elliptical cross section. No additional clinical sequelae were reported.